Event description:
The facility reported a fail code 535. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last co service event. No additional information is known.